Event description:
A customer reported experiencing a cartridge change error with their insulin pump, which caused their blood glucose to exceed normal levels. The customer's blood glucose was referred to as "high," but specific values were unknown. The customer initially did not take any action to address the elevated blood glucose levels. Technical support instructed the caller to inspect, clean, and attempt to reload the cartridge, but these attempts were unsuccessful. Further troubleshooting was escalated, and the customer successfully loaded the pump using water during the testing phase and subsequently with insulin, under guidance. This led to the closure of the case by customer support.